Event description:
It was reported that a patient had a bladder perforation during a retroarc sling implant on (B)(6) 2014. Additional information indicates that the bladder perforation was, "due to the fact that the catheter guide slipped out of the urethra, it [the bladder] was perforated before the sling was attached. No other patient complications were reported in association with this event. The catheter guide is not part of the ams retroarc device.